Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician failed to cross the lesion with the 3.5 x 8 mm promus element stent delivery system. Stent damage was noted. Another unspecified longer stent was used to complete the procedure. The patient is fine.